Event description:
Per the health care professional (hcp), a home patient (hp) had an elevated wbc level in the effluent and was treated with vancomycin (dose and route unknown). The hp had, earlier the same day, contacted baxter's tsc (technical service center) regarding a system 2240 error message. The error message occurred during dwell 1/4 of her apd therapy. The hp reported that the unused supply clamps were open. The tsc recommended the hp contact the hcp, which hp did.